Event description:
It was reported that 4 ultrasonic scalpels would not pass initial testing. None of the scalpels were used on a patient. After the fourth scalpel wouldn't pass initial testing, a ligasure device was obtained to use during the procedure.

Manufacturer narrative:
Four ultrasonic scalpels were returned to stryker sustainability solutions (sss) for evaluation and it is unknown which device was replaced with the ligasure device. The serial numbers for the devices are (B)(4) and they all came from lot number 1065696. The devices did not appear to have been used on a patient however each teflon pad had an indention. All four devices were attached to a generator for testing. All of the devices passed the initial diagnostic test that verifies the scalpel's adequacy for use. All buttons and foot pedals were pressed and found to successfully activate the devices. The devices activated continuously and without any skips, hesitation, or intermittence. The devices passed the test and no error codes were emitted. Therefore, the reported issue was unable to be replicated. Sss's instructions for use state: "take care to avoid application of pressure between the blade and tissue pad without tissue between them as this can result in damage to the instrument. This may cause a system failure signaled by a continuous beep when either of the foot pedals is depressed." A review of the lot control sheet for the reported devices serial numbers indicated that all of the devices passed all inspections prior to release. Based on the inability to replicate the reported issue, no root cause could be determined. The reported event is not occurring more frequently or with greater severity than is usual for the device.